Manufacturer narrative:
The product has not been returned for evaluation. The root cause is undetermined. A review of the complaint database revealed no other complaints for the reason code "cutting problem" have been submitted for lot w1237. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. Further investigation will be performed in the event that the product is returned for evaluation.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported the cutter would open continuously and would not close.